Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 months. The device remains in use supporting the patient . A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a suspected thrombus inside of the pump. The patient presented to the hospital on (B)(6) 2015 after tripping over his dog, falling, and injuring his ribs near the driveline exit site the day prior. The patient was asymptomatic but admitted for observation. An x-ray revealed no areas of interest; there was no apparent fracture to the driveline. At the time of the patient's hospital admission the international normalized ratio (inr) was 1.4. The patient was started on heparin and his inr increased to a therapeutic level at 2.2. The patient's lactate dehydrogenase was 212 u/l and plasma free hemoglobin was 2.2 g/dl. The patient was not experiencing any hematuria. On (B)(6) 2015, the patient had an initial power elevation of 9.9 watts and three minutes later a low speed operation was captured. The patient stated the red heart alarm sounded and he switched out the system controller. In addition to the increased power, a corresponding increase in the patient's estimated flow and a decrease in his pulsatility index (pi) was also noted. The manufacturer's technical services reviewed the log file and also noted a period on 08/02/2015 that showed an increase in power levels ranging from 9.9 - 11.6 watts recorded during pi events and one low speed advisory, which was the alarm that was reported by the customer. It was noted that this type of issue could be caused by something passing through the pump. Additional information received confirmed that the patient has not received any additional alarms since the system controller was exchanged. The patient was discharged on (B)(6) 2015. (B)(4)